Manufacturer narrative:
Implant procedure occurred on an unknown date in (B)(6) 2013. Investigation would not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported by the sales consultant that a revision procedure was needed due to a broken plate on (B)(6) 2013. In addition to the removal of the broken plate, an unknown amount of locking screws and cortex screws were removed. The procedure was successfully completed with no patient injury reported. The initial implant procedure was performed on an unknown date in (B)(6) 2013. It was reported that the patient was non-compliant during recovery, and it is believed that the reason for the failure was because the patient walked on it. The procedure was successfully completed with no patient injury reported. This is report 1 of 1 for complaint (B)(4).